Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the hospital due to bradycardia symptoms. The health care professional (hcp) called technical services (ts) due to concerns of possible left ventricular (lv) lead loss of capture (loc) and rising thresholds. The hcp requested ts for a consult review of the crt-d presenting electrogram (egm). It was noted that the device was programmed to pace on the left ventricular (lv) lead only. Upon review, ts noted that the patient had a low lv intrinsic amplitude measurement. The presenting electrogram (egm) showed there to be stored episodes that contained noise artifacts. The device appeared to be functioning as programmed. It was noted that the lv lead was a non-boston scientific lead. Ts recommended to the hcp to contact the local field representative to help with device troubleshooting. No additional adverse patient effects were reported. The crt-d and non-boston scientific lv lead remain in service.